Event description:
It was reported that "while the (surgeon) was drilling with the legend midas drill with a (15cm) burr, the burr snapped off. The broken off portion remains in the patient." On follow up it was reported that the malfunction was identified during a spine surgery on 11-25-13. Procedure was completed with back up. It was reported that "no specific injury to patient - just has this piece of burr retained." The initial reporter and patient's sex and dob were also provided.

Manufacturer narrative:
Report inconclusive. No evaluation could be performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. This is a known failure mode that could occur due to excessive pressure, such as bending or prying, on dissecting tools. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to monitor this complaint type for trends. (B)(4).